Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio observed a loose internal connection, designator j14 which is the connection between the therapy pcb and the therapy connector assembly. After securing this connection, proper device operation was observed through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was intermittently giving a "connect cable" message when the defibrillation therapy cable assembly is connected. This could prohibit the device from delivering defibrillation energy, if needed. There was no patient use associated with the reported issue.